Event description:
The following has been reported: biomed reported: powers on with blank white screen. A preliminary review identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for screen failure. Upon powering on the device, the pump will undergo its start up process where the fva pins cycle and the air compressor goes off. After this process the screen will stay completely white. It recognizes touch input as you can hear the sounds of the button presses. An internal investigation was done and all wires and cables are properly seated and no damage could be identified. The som was also verified as functional as data streams flow normally when putty is connected.